Event description:
A home patient (hp) contacted global technical services (gts) regarding a check drain line on the homechoice (hc) unit during drain 4 of 4. The drain volume (dv) = 1315 ml. The hp stated the dog knocked a box over on the drain line. The hp stated she removed box and confirmed draining resumed. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - kinked tubing. The lot number was not provided; therefore, a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Therapy resumed with actual product. Lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.